Event description:
The pulmonic conduit was implanted to repair the congenital severe pulmonic stenosis. The distal anastomosis was complicated due to bilateral pulmonary arteries deformities and separation. Autogenous pericardium was used to repair the gap. The pt did well. Four months postop, the pt needed a revision of the distal anastomosis due to the degeneration of the autologous pericardium. The pulmonic valve conduit was explanted and replaced with a homograft. Proximal narrowing was found as well.